Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricle (rv) lead exhibited noise. No intervention was performed. There were no patient consequences reported.